Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain at the base of the penis during device use. During a subsequent surgical procedure, the physician determined that the positioning of the tubing leading to the cylinders was trapping a portion of the patient's tissue, which interfered with proper inflation and deflation of the prosthesis. The ipp was replaced, and no additional patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain at the base of the penis during device use. During a subsequent surgical procedure, the physician determined that the positioning of the tubing leading to the cylinders was trapping a portion of the patient's tissue, which interfered with proper inflation and deflation of the prosthesis. The ipp was replaced, and no additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were subjected to microscopic inspection and leak testing, and both assessments were successfully passed. The pump was also microscopically inspected, leak tested, and functionally tested, with all three evaluations yielding satisfactory results. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptoms of pain, tissue damage and migration, were found to be listed in the IFU. A risk review was completed and confirmed that the events of "pain", "tissue damage", "migration", and "mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.